Event description:
A ventilator was returned to the manufacturer for foam remediation on the device. There was no harm or injury reported. During the evaluation of the device at the third-party service center, the device's liquid crystal display (lcd) had pixel issue occurring on the device. There were no foam particles found on the device. Additional findings not related to the malfunction/issue were dust contamination on the blower box, missing handle o-rings, and damage to the rear case and handle, and rubber feet missing on the device. The investigation is ongoing. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.